Event description:
During a call with baxter to order a replacement wrap vest (garment), the patient¿s mother reported an accidental tracheostomy decannulation occurred during vest therapy. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During a call with baxter to order a replacement wrap vest (garment), the patient¿s mother reported an accidental tracheostomy decannulation occurred during vest therapy. The patient in this event is a 9-year-old female with a medical history of bilateral atelectasis, spinal muscular atrophy, chronic respiratory failure, hypoxia, tracheostomy, and ventilator dependent. The mother stated that during vest therapy, the velcro came loose on the wrap vest and pulled on the ventilator tubing causing an accidental tracheostomy decannulation. At the time of the event, the mother had stepped out of the room and the patient¿s father was reportedly with the patient. The father noticed the patient was struggling to breathe and called to the patient¿s mother. The ltv 1150 ventilator (vyaire medical) was not alarming, but the patient looked like she was unable to breathe. A pulse oximeter was placed on the patient, and it was noted her spo2 was decreasing. The patient¿s spo2 was 87% and oxygen was administered (liter flow not reported). The mother then became aware that the tracheostomy tube was out of the stoma and underneath the 4x4. The mother quickly inserted a new tracheostomy tube and connected to the ventilator. The patient¿s spo2 increased to 92% at which time emergency personnel arrived and assessed the patient. The patient was responding appropriately and her spo2 increased to 97-100% and maintained after oxygen was removed and the patient was connected to the ventilator. The patient completely recovered. The patient¿s mother stated the nurse recently loosened the tracheostomy ties because the patient was growing, and the ties were too tight. Since the reported event, the caregivers have placed clips on the wrap vest and stay at the patient¿s side during treatment. Additionally, a new wrap is being shipped. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. The device instruction for use includes the following warnings: warning¿adult supervision is required to use the therapy on children. Warning¿close supervision throughout the treatment is necessary when this product is used by children or patients with physical limitations or impaired cognitive abilities. Warning¿patients that have external ports or equipment (for example, catheters, feeding tubes, tracheostomy tubes) should take care to cushion the site and/or support the equipment before initiating therapy. Inspect the air pulse generator and garments before each use. In addition, after each cleaning cycle, visually inspect each component for any wear, tear, or deformity. If you have any concern about a component, do not use it, and replace that component before the next therapy session. Failure to do so could cause injury. In this event, an accidental tracheostomy decannulation occurred on a ventilator-dependent pediatric patient. The event is considered temporarily life threatening as the patient¿s spo2 dropped from baseline of 97-100% to 87% accompanied by signs of distress, concluding a serious injury occurred. Re-cannulation was performed uneventfully by the mother, supplemental oxygen was administered, and the patient was assessed by emergency personnel. No additional medical intervention was required from a healthcare provider. It is noted that prior to the customer ordering a replacement wrap vest associated with the reported incident, the last order placed for a wrap was on 04jan2023 and the wrap was received by the customer on 09jan2023. It can be reasonably concluded that the event was likely related to potential use error (lack of supervision/failure to replace wrap when wear was initially noted/positioning of wrap vest and supporting tracheostomy tube) and normal wear of the velcro from repeated use of the wrap vest in addition to loosening of the tracheostomy ties by the nurse. Prevention of this type of event is outlined in the IFU as noted above.